Manufacturer narrative:
1/23/97-supplemental report #1 submitted to FDA. It has come to co's attention that this report was a duplicate submission of MFR report #2647580-1996-313 which was sent to the FDA on 11/20/96. Please refer to the aforementioned report number for future inquiries concerning this event.

Event description:
During an unspecified procedure, the instrument did not fire properly. The surgeon applied another device to complete the procedure. No pt injury reported.